Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb objective lens cracked. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb objective lens. In addition, our technician confirmed that the remote control buttons leak, the remote control buttons cut, the suction channel kink, the ccd module with drive pcb shadow in image, and the up pulley wire snapped/cut; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.